Event description:
It was reported that during use, the catheter kinked at the proximal site where the catheter exits the body. The kink caused a collapse of the catheter and impeded. Catheter was removed and replaced. (B)(4)2. MFR ref#: 8010762-2015-00003.